Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during follow-up, high capture threshold, loss of sensing, externalized conductors, and fracture were observed. The patient was not pacemaker dependent and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory notification for non-sustained ventricular oversensing. Low, out of range pacing lead impedance was observed. Programming changes were made. Patient returned to the clinic, where normal ef was found. The rv pacing was turned off and the patient will benefit from ddd pacing using the lv lead. The lead remains implanted. Patient condition was fine.